Event description:
It was reported that a dexcom g7 sensor initially failed to pair with the ilet, consistent with an intermittent communication failure involving the antenna component of the electrical/magnetic subsystem; pairing was achieved after bluetooth was toggled and the sensor was re-paired. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, characterized as intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.